Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the inquirer would like to know if alarm 08 patient temperature 1 high can be overridden. Why was this an alarm if the arctic sun device can cool patients from 108f. Inquirer did not want to share facility information and did not have a serial number. Explained how the alarm was "the patient temperature 1 reading is above 39.5°c (103.1°f), and the water temperature is above 39.5°c (103.1°f)". This means there was potentially something going on with the device if the patient temperature (pt) was this high and the water temperature (wt) was still high. The alert had to be cleared, and therapy has to be restarted by a nurse.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Why was this an alarm if the arctic sun device can cool patients from 108f. Inquirer did not want to share facility information and did not have a serial number. Explained how the alarm was "the patient temperature 1 reading is above 39.5°c (103.1°f), and the water temperature is above 39.5°c (103.1°f)". This means there was potentially something going on with the device if the patient temperature (pt) was this high and the water temperature (wt) was still high. The alert had to be cleared, and therapy has to be restarted by a nurse. Per follow up information, they reached out to the clinical support team inquiring if the artic sun device could be used to cool a severely hyperthermic patient with a temperature of 108.9. Stated that the clinical support team advised them that it was okay to use the device to cool the patient. Also stated that they found out the device was not the best way to cool the patient, and they should use ice water submersion. Stated that the clinical support team needs to be up front with customers about how and when the device should be used. They declined to confirm if the patient was provided alternate means of therapy, but they did confirm that the artic sun device was not used for this particular patient. A review of the risk document, dfmea ra2800010, revision 25, was performed for this investigation. The reported event is addressed in step # ra103. Based on this review the risk is within the expected range. The serial number for this investigation is unknown. The latest labeling revision will be reviewed for this investigation. The instructions-for-use under baw2800548 rev 3 and addendum baw2800424 rev 2 were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the inquirer would like to know if alarm 08 patient temperature 1 high can be overridden. Why was this an alarm if the arctic sun device can cool patients from 108f. Inquirer did not want to share facility information and did not have a serial number. Explained how the alarm was "the patient temperature 1 reading is above 39.5°c (103.1°f), and the water temperature is above 39.5°c (103.1°f)". This means there was potentially something going on with the device if the patient temperature (pt) was this high and the water temperature (wt) was still high. The alert had to be cleared, and therapy has to be restarted by a nurse. Per follow up information received via phone on 31jul2025, spoke with them via phone and it was reported that they reached out to the clinical support team inquiring if the artic sun device could be used to cool a severely hyperthermic patient with a temperature of 108.9. Stated that the clinical support team advised them that it was okay to use the device to cool the patient. Also stated that they found out the device was not the best way to cool the patient, and they should use ice water submersion. Stated that the clinical support team needs to be up front with customers about how and when the device should be used. They declined to confirm if the patient was provided alternate means of therapy, but they did confirm that the artic sun device was not used for this particular patient.